Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged/migrated. The lead was repositioned on (B)(6) 2013. The patient later returned from vacation and had the left ventricular lead replaced. No patient symptoms or additional information was reported.